Manufacturer narrative:
Product event summary: (B)(4): the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned controller revealed damaged pins on power port one (1) of the controller. The bent pin did not allow a battery to properly connect to a controller. As a result, the reported event was confirmed. Visual inspection also revealed a loose power port one (1) and power port two (2) connector. This is an additional observation not related to the reported event. The most likely root cause of the loose connectors can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. The most likely root cause of the bent pins can be attributed to an applied forced connection or the handling of the device. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion. Product event summary: (B)(4): the returned controller failed visual and functional testing. No examination of controller log files needed because the reported event details were evaluated during the visual and functional testing. Customer complaint was confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported from the site that the patient went to the hospital with a controller that had a damaged power ports. It was stated that the controller had not been dropped that the patient did use excessive force when trying to connect. There were no associated controller alarms or pump stop with this event. It was further stated that the controller was exchanged and would be returned to the manufacturer. There were no patient symptoms or complications associated with this event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis #(B)(4):conclusions: the returned controller, during visual inspection shows the power port 1 connector was damaged with bent / broken pins inside and connector socket pins base was displaced inside of the connector housing. Customer complaint was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
No patient complications have been reported as a result of this event.